Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while they were assembling for the first shot, the stapler, with its loading units, was unable to fire. The opened new products to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.